Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was duplicated and attributed to incorrect time zone settings. All three parameters must be set: time, date and zone. The device will not pass the self test and will alert the user by going into a loop of beeps mode. The time settings were updated to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.